Event description:
Customer reported that he was hospitalized in intensive care unit for high blood glucose and dka. Customer stated that the blood glucose reading at the time of hospitalization was 595 mg/dl. Customer stated that his blood glucose was out of control. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.